Event description:
It was reported that the ilet became warm after remaining on the charger for approximately eight hours, and customer care advised that warmth during prolonged charging is expected. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation of this case revealed normal thermal behavior during extended charging with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was expected device operation during prolonged charging.